Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter indicated that the pump download showed dates that were out of order. The reporter stated that upon further review noted that the time and date seemed to have changed on its own. The reporter confirmed that the patient was not changing the time or date on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the bolus history is congruent. The black box shows multiple manual time changes followed by a bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A time keeping accuracy test was performed and the pump was keeping time accurately. There was no defect found.